Event description:
A false negative advia centaur total hcg pt result was obtained for a pt sample. The result was questioned. The customer repeated the testing and the total hcg result was positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false negative total hcg result.

Manufacturer narrative:
The cause for the false negative result is unk. The event log was reviewed and no errors were observed around the time of the discordant result. The instrument is performing within spec. No further eval of the device is required.